Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure and the patient was able to charge successfully postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the patient's ipg had moved inside the pocket. X-ray showed that the ipg was tilted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the patient's ipg had moved inside the pocket. X-ray showed that the ipg was tilted. The patient will undergo a revision procedure.